Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a missing grip pin at the grip base. The missing piece was not returned. The instrument was also found to have a frayed grip cable at the distal end and the frayed cable strand stuck out at the wrist. The complaint regarding broken was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that the prograsp forceps were broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.